Event description:
Covidien vistec x-ray detectable sponges were opened x2 during a surgical case, and both had blue x-ray detectable line begin to come out. These were taken out of the room, being faulty, and replaced with a different (B)(4) brand without issue. No harm came to the patient. The lot #s with the x-ray detectable line coming out were 22j075162. The other lot #s also have the blue strip come out upon opening the sponge, so it may be the way it's manufactured. Operating room management notified, covidien sponges removed from operating room circulation, and covidien contacted about the issue. Our last order with concordance for these was jan. 2023, and they have fallen off contract. We currently have (B)(4), and that should mainly be in circulation within the hospital. Reference report: mw5146828.